Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the insight tubes retractor for mis tlif; the clamp was not holding properly. No adverse event was reported. This report is for one (1) synframe holding base insulated f/or tab. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - part #: 387.346, lot #: bag1004, manufacturing site: (B)(4), release to warehouse date: 01 feb 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was completed: the synframe was scratched which might have been due to the continuous use of the device. The device was not returned with a mating device for evaluation. The picture provided for investigation was reviewed and the functional issue could not be confirmed from this photo. The device was not returned with a mating device to evaluate the complaint condition. But the knob on top of the synframe holding base was jammed and could not be moved after several tries. Also, the clamp appeared to be loose, and it was not sitting properly on the opening. The complaint cannot be replicated as a functional test was not performed without the mating device. Complaint relevant dimension could not be measured without the destruction of the device. Based on the date of manufacture, the current and manufactured to version of drawing were reviewed. The complaint condition can be confirmed during physical device investigation. The device was knob was jammed and the clamp had loosened from its position. This might have resulted in the clamp not holding properly. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.